Event description:
It was reported that the right ventricular lead dislodged. The lead was attempted to be repositioned; however, the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Examination of the lead found the inner coil was over torqued at connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due to over torque of the inner coil at the connector region, consistent with procedural damage.